Event description:
During a ptca treatment procedure, the balloon ruptured at 8 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a 95% stenotic lesion in the proximal lad coronary artery. The balloon was removed and replaced with a maverick2 monorail 15 mm x 2.0 mm balloon to successfully complete the procedure. Slight resistance was met with removal of the maverick2 monorail balloon. No pt injuries or complications were reported. Pt status is reported as "good."